Manufacturer narrative:
Corrected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implantable pulse generator (ipg) is pushing through the skin, and the physician is concerned that this could lead to an infection. A surgery is recommended to place the ipg intra-muscularly. The device is still in use. No further patient complications have been reported as a result of this event.